Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 97714 lot# serial# (B)(4) implanted: (B)(6). Product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they had two implantable neurostimulator (ins) devices, one for their lower back and another for their neck. The patient stated that the ins for their lower back works great, but the one for their neck didn¿t work. It was noted that the patient wanted the device removed. The patient stated that ever since it was implanted, their neck had been worse. No further complications were reported. Indications for use are non-malignant pain, cervical radiculopathy, and failed back surgery syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their implantable neurostimulator (ins) wasn¿t doing anything for their pain issue. The patient stated that it had actually gotten worse, possibly due to a different type of lead than was used in the trial. The patient met with a manufacturer representative and was told that their settings ¿were the max that was possible or something.¿ it was noted that the issue started around the (B)(6) of 2016. No further complications were reported or anticipated.